Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during procedure, a doctor found the air leakage from the balloon and it detached from the port. Even after injecting air again and again but nothing solved. Changed another and completed the procedure. No bleeding. No tissue damage. No additional tissue loss. Nothing fell into cavity. No patient harm. No operating room time extension.